Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-dec-2025 by a nurse practitioner via sales representative concerning a 49-year-old female patient. The medical history of patient included severe seasonal allergies that required ER visit and was diagnosed with asthma and was treated with singulair [montelukast sodium]. She had no known autoimmune diseases or received recent vaccines or no other aesthetic treatments. No information about previous filler treatments has been provided. From (B)(6) 2024 to (B)(6) 2025, the patient received 3 times treatments with 6 vials of sculptra to unknown location superficially to subdermal area using cannula (unknown lot number and injection technique). The sculptra was reconstituted with 8 ml of sterile water [water for injection] the day before and then using the spinner and adding 1 ml of lidocaine [lidocaine] prior to injection. The sculptra was injected using cannula (intentional device misuse). Seven months post last treatment, in (B)(6) 2025, the patient experienced multiple non-inflammatory nodules (implant site nodule) on bilateral sides of the face. Then, the hcp attempted to break up using 0.1 of lidocaine and ns [normal saline] via cannula. During the follow up on (B)(6) 2025, the patient was started treatment with 500mg of ciprofloxacin [ciprofloxacin] bid for 14 days, 300mg of clindamycin [clindamycin] tid for 14 days and a probiotics [probiotics]. On (B)(6) 2025, as there were no change post antibiotics and the hcp discussed possible kenalog treatment with patient. Then, the patient experienced 3 to 4 nodules on left cheek and 3-4 nodules on right cheek, only one had visible shadowing and all the rest were palpable only. On (B)(6) 2025, the patient was injected with kenalog [triamcinolone acetonide] and lidocaine on the visible nodule on right cheek. The injection resulted in hypopigmentation (implant site discolouration) and indention (cutaneous contour deformity). Outcome at the time of the report: non-inflammatory nodules was unknown. Hypopigmentation was unknown. Indention was unknown. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial report. V.1 fu information was received on 23-mar-2026 from the same reporter. The case was upgraded to serious. Events (implant site discolouration, cutaneous contour deformity and intentional device misuse) were added. Patient demographics, medical history, concomitant medication, suspect device volume, needle type, implant date, reconstitution details and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious events of discolouration at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The events discolouration at implant site and cutaneous contour deformity were secondary to corrective treatment used for implant site nodule. The sculptra was intentionally misused with regards to cannula use. This case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.